Manufacturer narrative:
There is no way of knowing whether this device was manufactured by foshan r. Poon medical products co., ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
(B)(4). The dealer reported that the unspecified rollator had all casters worn. There was no injury reported.